Manufacturer narrative:
The lead and the ICD under complaint were returned and subjected to an extensive analysis. Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 63 months and 27 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the ventricular as well as the farfield channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the farfield channel. However, a thorough analysis of the ICD proved the device to be fully functional. Subsequently the lead under complaint was thoroughly analyzed, including a visual, mechanical and electrical inspection. During the visual inspection of the lead multiple abrasion marks were noted along the lead body. However the insulation was intact. Even a destructive analysis of the lead did not reveal any insulation damages. Further inspection of the lead demonstrated multiple explant damages. The suture sleeve, the shock coil and the fixation helix were damaged due to mechanical forces applied during the explant procedure. Moreover a slight deformation of the inner coil was noted 20 cm distal to the is1 connector pin which most likely resulted from surgical instruments used during the surgery. In conclusion, the analysis of the lead did not show any deviations which might have contributed to the clinical observation. Neither the analysis of the ICD nor the analysis of the lead revealed any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 64 months, oversensing was reported. ICD and lead were explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.